Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned. Based on the results of the legal manufacturer's investigation, the following device issues were confirmed: images are not displayed with evis exera ii series scope due to dr-substrate failure; images are not displayed by evis exera ii series scope due to ex-board failure. The reported failure of ¿not detecting scope¿ was not reproduced. It was presumed that the device in question was a product before the design change, and that it was caused by a failure of the printed circuit board set (dr board) due to a design failure. Additional findings from the technical evaluation determined that the video processor does not show image with exera ii equipment/endoscopes. The processor was tested, and a complete loss of the image function was observed on the monitor screen when connecting endoscopes from evis exera ii series. It was identified that the pc board was faulty. Due to the malfunction of the main lamp, the white balance couldn¿t be properly adjusted as normal. For this reason, an error message e311 was displayed on the monitor during testing. The cause of the pc board failure was not identified. When the change history of the parts was checked for events for which no images were obtained by combining with evis exera ii series scope, it was checked that the change of the patient circuit "dr: board was changed on (B)(6) 2018. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there is a possibility that the inside of the mask will be black out in the 180 scope). Countermeasure products have been shipped on or after (B)(6) 2018 (pal specification)/(B)(6) 2018 (ntsc specification). Other findings include the faultiness of the video connector socket which was determined to be due to the excessive pressure applied when pressing the locking lever down to disconnect the video plug of video scopes. The instruction manual identifies the following related verbiage which could help prevent the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced when using olympus, exera ii endoscopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.